Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos showing two sac kit lidstocks. The guide wires were also pictured within their respective packaging. Visual analysis revealed that the guide wires were slightly kinked within the guide wire tubing; however, a probable cause of the kinking cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The report of a kinked guide wire before use was confirmed through analysis of the customer supplied photos. The images revealed that the guide wire was kinked within the packaging; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during inspection of the stock for nationalization label it observed that the guideis not straight. Packaging is closed. No patient involvement.

Event description:
The complaint is reported as: during inspection of the stock for nationalization label it observed that the guide is not straight. Packaging is closed. No patient involvement.

Manufacturer narrative:
(B)(4).